Event description:
Ous MDR - the local rep called to report that upon replacing an ICD with an OEM device, the hv lead impedance was measuring above 200 ohms in all three configurations. Before the device was replaced, the impedances had measured 50 ohms connected to the previous biotronik device. The physician confirmed that the lead was properly connected to the header and the setscrew sufficiently tightened. An x-ray of the device head was inconclusive. The physician will re-open the pocket to check the lead connections once more and test the leads through the psa. A fluoro will also be considered on the leads. The device will be replaced if further lead troubleshooting is inconclusive. No adverse patient side effects were reported.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.